Manufacturer narrative:
(B)(4). This occurred sometime between (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uromatic tur administration set separated from the tubing. The reporter stated that excessive force was not used while handling the device. This occurred during setup. There was no patient involvement. No additional information is available.